Manufacturer narrative:
(B)(4). Attempts was made to gather thorough event information during complaint processing; the physician commented that the patient had been without problems. The returned guidewire had its coil wire elongated distal to the proximal solder located at 150mm from the wire tip. At approximately 143mm distal to the proximal solder, the core wire was found fractured. The elongated coil wire was tangled up with a snare. The core fracture was observed under a microscope. It revealed that the core fracture surface was flat and spiral marks were made on the core wire shaft. The core wire was wavily deformed. These findings suggested that fracture was due to accumulated rotational force. The elongated coil wire was not fractured. The distal solder was found on the distal end of the guidewire. For approximately 13mm from the tip, the coils remained unelongated. The coil wire was removed to observe the underlying inner coil wire. Widening of coil pitch was recognized but the inner coil wire remained unfractured. To expose the distal segment of the fractured core wire, the inner coil wire was unraveled. It revealed that the core was fractured at approximately 7mm from the tip and demonstrated the same characteristics found on the proximal side of the core wire fracture. Measuring the length of the core wire, it was concluded that all parts of the guidewire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that rotational force exceeding the product's design limit might be inadvertently applied to the guidewire while its tip was trapped by the heavily calcified cto lesion. When the accumulated torsion reached to the material strength, it caused the core wire fractured. Elongation of the coil wire and stretching of the inner coil wire were assumed to be occurred upon removal of the guidewire from the anatomy. There was no indication of product deficiency. Although no patient adverse effect was reported, additional intervention was made to retrieve the guidewire and a possibility could not be ruled out that the guidewire could have been fractured if this were to recur, it was concluded that this even was considered reportable. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a heavily calcified cto lesion in the lcx #13, the subject guidewire was advance in an attempt to cross the lesion. The wire tip became trapped by the lesion when the wire was being removed and the coil elongation was noted. A snare was used to retrieve the wire. The wire was successfully removed as one unit leaving any fragments in the vasculature.